Event description:
It was reported that during tlif surgery, the surgeon felt idle of torque wrench when performing a final tightening of the screw of s1 segment. The screw head was deviated from the screw shaft when it was extracted. The screw was replaced with other new one and the surgery was completed.

Manufacturer narrative:
Lot# 160691. No relevant manufacturing issues were identified as all units met stryker specifications. Visual and functional inspection could not be performed because the device was not returned. Without the device evaluation, the exact root cause cannot be determined.

Event description:
It was reported that during tlif surgery, the surgeon felt idle of torque wrench when performing a final tightening of the screw of s1 segment. The screw head was deviated from the screw shaft when it was extracted. The screw was replaced with other new one and the surgery was completed.